Event description:
Home patient (hp) reports cracked minicaps. Noted during use while pt was wiping down transfer set prior to exchange. Hp noted betadine leak from minicap. Hp reports crack is down the side of the minicap. Hp was currently being treated for peritonitis when the crack was discovered. Hp contacted the healthcare professional at the time of the reported incident. The hcp continued the hp's current antibiotic therapy. Follow up with healthcare professional indicated the hcp did not attribute the peritonitis (diagnosed in 2000) to baxter product, however, hcp was unable to determine root cause. Hcp reports hp was being treated with ancef 1.5gm daily in daytime bag for 14 days. Due to time lapse between date of effuent culture being drawn and receiving results, the hcp continued the hp on their current antiobiotic medication.